Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The hard drive was replaced as requested and the software was reloaded. The system performed as intended.

Event description:
The customer reported that the system's hard drive was impaired and requested that it be replaced.